Manufacturer narrative:
Device manufacturing records were reviewed. Device manufacturing records were reviewed for the lead which confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2015 the patient's programming history was reviewed and it was found that high impedance had occurred on (B)(6) 2014. The patient's device had been disabled that day as well. Although surgery is likely, it has not occurred to date. Device manufacturing records were reviewed for the lead which confirmed that the lead passed all functional tests prior to distribution.

Event description:
The physician's office reported that the vns has been disabled since (B)(6) 2014; that the parents don't want it on anymore and that their office has done nothing with it since.

Event description:
The patient underwent full vns replacement surgery due to high impedance. The explanted generator and lead have not been received by the manufacturer to date.

Event description:
During attempts at product return, it was revealed that the facility believed that the device had been disposed of.